Event description:
On (B)(6): customer reports via phone that a (B)(6) pt under general anesthesia was having a stent placement procedure when the system fluoro failed. Pt was moved to another room where physician was able to complete the procedure w/o further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) was unable to turn on infimed as it did not fully boot up and had a gray screen. Fse ordered a new harddrive from infimed with software loaded to equipment, following infimed system's hard drive replacement procedure (B)(4). Fse restored system settings and loaded pacs info. Fse then was able to complete system checkout using service checklist qssrwi4.1 and returned system to full service.